Event description:
It was reported that the bd precisionglide¿ needle was missing the expiration date on its labeling. The following information was provided by the initial reporter: "we recently found several boxes of needles that were produced by b-d. I cannot locate an expiration date on the boxes or packaging. I tried entering the lot number on the website, but was not able to pull up any information."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 8109215 was not found for the reported catalog# 305122. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle was missing the expiration date on its labeling. The following information was provided by the initial reporter: "we recently found several boxes of needles that were produced by b-d. I cannot locate an expiration date on the boxes or packaging. I tried entering the lot number on the website, but was not able to pull up any information."

Manufacturer narrative:
H6: investigation summary: it was reported the expiration date was missing from the boxes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a shelf box with the printed label. The label has two barcodes and the lot number, but has no expiration date printed. The graphics used when this lot was produced did not include the expiration date. The printing on the packaging is according to specification when this lot was manufactured. A device history record review was completed for provided material number 305122, lot numbers 8109215 and 7144328. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.